Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during the implant attempt the right ventricular lead was difficult to place. Once the right atrial lead was placed and the sheath was removed the two leads became tangled or stuck to each other. Per the physician, due to the amount of manipulation to remove the leads and concerns of lead integrity, the leads were not implanted and other leads were used. No patient complications have been reported as a result of this event.